Manufacturer narrative:
This MDR is being filed following a retrospective review of complaints. It was reported that the plasmablade tna arced to the tongue during an eval. Inspection of the lot history record for this lot did not note any issues during mfg of this lot. The failure noted for this failure mode was a combination of design and user training where the exchangeable tips (tonsil and/or adenoid) may not be fully inserted on the handpiece during use, which could result in arcing through the exposed conductive shaft.

Event description:
It was reported that the plasmablade tna arced to the tongue during an eval.